Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock and pacing impedance measurements. The lead was explanted without incident. Besides intervention, there were no other adverse patient effects reported. Lead return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks on the terminal pin. Resistance testing and x-ray images determined that the distal high voltage cable was fractured approximately 30 mm from the terminal pin, under the silicone rubber boot that is bonded to the terminal and lead body. The identified cable fracture is the likely root cause of the reported high out-of-range shock and pacing impedance measurements.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock and pacing impedance measurements. The lead was explanted without incident. Besides intervention, there were no other adverse patient effects reported.